Event description:
Procedure type: low anterior resection. According to the reporter: only 3/4 staples deployed and formed properly, and the rest did not deploy or seen. The doctor over sew the area to complete the anastomosis. Some tissue damage was reported at the location where staples were missing. Surgery time was delayed two hours as a result. Pt is reported to be doing well.

Manufacturer narrative:
The returned product was evaluated, however, the alleged failure was not confirmed as no abnormalities were observed, and it performed according to specifications.